Manufacturer narrative:
A field service engineer was not dispatched. A customer support representative assisted the customer over the phone. The customer tightened reagent probe b tubing assembly fitting (p/n a52731) which resolved the issue, the customer primed the instrument and no further leaking was observed. (B)(4). Customer resolved the issue.

Event description:
The customer reported a contained reagent probe b leak on a unicel dxc 800 pro instrument. They obtained the error message: "cuvette not dry before first reagent dispense error". The customer was wearing personal protective equipment and there were no reports of exposure or injury. In addition, no erroneous patient results were generated in connection with this event.